Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Examination of returned device found evidence of product non-conformance. A supplier corrective actions request has been initiated to address the reported issue. The following sections could not be completed with the limited information provided. Initial reporter - unknown . This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00434 / 00435).

Event description:
It was reported that during total hip procedures there has been issues with the 3.5 hex drivers not working with the g7 screws. G7 u-joint screw drivers are being utilized to complete the procedures.